Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge was not returned to animas. The is no investigation necessary. Cartridges with lot # b201582 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
A family member reported a cartridge leak that he noticed during a routine cartridge replacement. He said that he noticed a few drops of insulin on the piston rod after he removed the cartridge. The family member reported that the pt's blood glucose was elevated (approx 300 mg/dl) during the past few weeks; no symptoms of hyperglycemia were reported. He stated that during the same time period, they were working with the physician on pump setting adjustments.